Manufacturer narrative:
(B)(4). The small battery drive device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated making an unusual noise then dropped the rotations per minute (rpm) during pre-repair diagnostic assessment. It was noted that the coupling head was worn, and the unit was vibrating excessively, the electronic control unit (ecu) contacts were corroded, there were signs of unknown liquid on top of the motor, and the components trigger were worn. It was determined that the assignable root cause of these conditions were component wear from normal use over time, and component damage caused by improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the small battery drive device motor was down. During in-house engineering evaluation it was found that the unit was vibrating excessively. The event was not reported to have occurred during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The event date was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.